Manufacturer narrative:
(B)(4). Bipolar valleylab cable; manufacture date ¿ unknown; serial # - unknown; lot # - unknown. (B)(4). The product analysis indicates that the black plastic part is burnt at the connection. This part is not in patient or user contact, the risk of burn is very low. The burn of the plastic part is the result of an electric arc, most likely due to the presence of humidity in the connection zone (cable not dried / blood / tissues). It can come from a defect of cleaning or drying of the instrument. (B)(4) the product analysis indicates that the distal bipolar connector of the cable is burnt. This part is not in patient or user contact, the risk of burn is very low. The burn of the plastic part is the result of an electric arc, most likely due to the presence of humidity in the connection zone (cable not dried / blood / tissues). It can come from a defect of cleaning or drying of the instrument. This device is used for therapeutic purposes.

Event description:
It was reported that prior to use, the gayet bipolar forceps with the bipolar cable were not functioning. There was no reported injury as a result of this event.